Event description:
It was reported that the electrode migrated to the pocket. System impedances were noted to be less than 30 ohms. It was suspected that the patient has twiddlers syndrome. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the electrode migrated to the pocket. System impedances were noted to be less than 30 ohms. It was suspected that the patient has twiddlers syndrome. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.